Event description:
It was reported that during a tka procedure, the housing reamer could not be removed from the femoral trial. The screws on a posterior stabilized reamer housing separated. Another narrow femoral trial size 6 was used to finish the procedure without delays. Patient was not harmed in any way. No other complications were reported.

Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The collet is stuck on the trial, rendering the device inoperable. The thumbscrews also disassembled from the collet. All pieces were returned. The device was manufactured in 2010 and shows signs of extensive use. A functional evaluation was attempted but the devices could not be separated. One of the collet retaining screws appears to be cross-threaded into the trial. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.